Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 324, 287 and 323 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl and within two hours after eating between 100-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 221 mg/dl and 208mg/dl. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer had impaired vision and was not able to read the dates/times): 324 mg/dl, 12:00 pm, fasting: yes, 167mg/dl, 12:0 pm, fasting: yes, 177mg/dl, 12:00 pm, fasting: yes, 287mg/dl, 12:00 pm, fasting:yes, 323mg/dl, 12:00 pm, fasting: yes and memory concerns: 324, 167, 177, 287, 232mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 324, 287 and 323 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl and within two hours after eating between 100-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 221 mg/dl and 208mg/dl. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer had impaired vision and was not able to read the dates/times): (B)(6).